Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: same surgeon has been seasoned user and made a complaint before. On this incident date, he experienced the device was jammed and could not fire the clips despite several attempts. Surgeon was upset and switched to manual ae05 ligation clip.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73d1900713 was manufactured on 04/30/2019 a total of (B)(4) pieces. Lot was released on 05/10/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and its trigger partially engaged. The indicator clip was partially loaded into the jaws which indicates that no clips were remaining in the device. It was also noticed that the centering tabs on the distal end of the channel were bent outward. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. First, the indicator clip was manually removed , and the trigger cycle was completed. Although no clips were remaining, functional inspection was performed to see if the ratchet was intact. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the ratchet ears are intact. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the top jaw had bent jaw legs. The bent rotation tab is an indication that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. In this case, it appears that the clip stack also caused the centering tabs to bend outward. The sample was received with 0 clips remaining indicating that all 15 clips were fired by the end user. A CAPA has been opened to further investigate this issue. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. The device was returned with its rotation tab bent, centering tabs bent outward, and 0 clips remaining in the channel indicating that 15 clips were fired by the end user. The bent rotation tab is an indication that the clips were out of position and stacking on one another which could prevent the clips from loading properly into the jaws of the device. In this case, it appears that the clip stack also caused the centering tabs to bend outward. Although the reported complaint issue was confirmed, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
The report states: same surgeon has been seasoned user and made a complaint before. On this incident date, he experienced the device was jammed and could not fire the clips despite several attempts. Surgeon was upset and switched to manual ae05 ligation clip.